Event description:
It was reported the driver fractured at the tip. After follow up the procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) item zfx02hld38 with broken tip, no lot number communicated. Visual evaluation was performed. Visual evaluation identified a screwdriver with broken tip. The screwdriver tip has been strengthened by often use and/or high torque values, the breakage area shows signes of torsion and a sudden breakage type. The hole part shows severe corrosion with very deep pittings on the tip from the screwdriwer, the screwdriver holder is totaly corroded. The screwdriver is with deep scratches and damages and is heavily worn. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported the driver fractured at the tip. Procedure was not completed.